Event description:
It was reported that a health care provider contacted technical services to request review of episodes of noise exhibited on this electrode and associated subcutaneous implantable cardioverter defibrillator. Ts reviewed three episodes, one due to atrial fibrillation and two untreated episodes. All three episodes showed mechanical noise. Ts discussed potential reasons for the noise and stated that it could be due to electrode/conductor damage. Ts recommended that the patient be seen for a system evaluation due to the risk of an inappropriate shock being delivered. Prior to their next clinic visit, the patient received an inappropriate shock. The patient was seen in clinic. Noise was induced with device manipulation. X-rays did not reveal an electrode issue. Ts suggested further troubleshooting options. The system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to indicate that in h6, code 3191 is used to capture surgical intervention.

Event description:
It was reported that a health care provider contacted technical services to request review of episodes of noise exhibited on this electrode and associated subcutaneous implantable cardioverter defibrillator. Ts reviewed three episodes, one due to atrial fibrillation and two untreated episodes. All three episodes showed mechanical noise. Ts discussed potential reasons for the noise and stated that it could be due to electrode/conductor damage. Ts recommended that the patient be seen for a system evaluation due to the risk of an inappropriate shock being delivered. Prior to their next clinic visit, the patient received an inappropriate shock. The patient was seen in clinic. Noise was induced with device manipulation. X-rays did not reveal an electrode issue. Ts suggested further troubleshooting options. The system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 26.9 centimeters from the terminal end. A fracture in the sense a conductor was noted at a sharp curve, approximately 10.5 cm from the terminal end. Based on laboratory findings, it is suspected that the electrode fracture was contributed to by being implanted with a bend near the s-ICD case. This fracture resulted in the observed clinical observations. This electrode is included in the december 2020 emblem electrode lumen advisory.

Event description:
It was reported that a health care provider contacted technical services to request review of episodes of noise exhibited on this electrode and associated subcutaneous implantable cardioverter defibrillator. Ts reviewed three episodes, one due to atrial fibrillation and two untreated episodes. All three episodes showed mechanical noise. Ts discussed potential reasons for the noise and stated that it could be due to electrode / conductor damage. Ts recommended that the patient be seen for a system evaluation due to the risk of an inappropriate shock being delivered. Prior to their next clinic visit, the patient received an inappropriate shock. The patient was seen in clinic. Noise was induced with device manipulation. X-rays did not reveal an electrode issue. Ts suggested further troubleshooting options. The system was explanted and returned for analysis. No additional adverse patient effects were reported.